Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this pacemaker and other manufacturer leads programmed to unipolar and had high out of range pacing impedance greater that 2000 ohms, where the minute ventilation (mv) signal was being oversensed on both channels. It was noted that the pacing inhibition on the ventricular channel was possibility greater than two seconds, where the patient experienced a syncopal episode and a car accident. The thresholds were fine in both unipolar and bipolar, and no noise was able to be reproduced in bipolar. Boston scientific technical services (ts) recommended unipolar pacing and bipolar sensing programmed to ddd, and the mv feature was turned off. The system remains in-service. No additional adverse patient effects were reported.